Event description:
It was reported that the right ventricular lead was oversensing t waves and causing storage of non-sustained ventricular tachycardia episodes. Patient alerts were triggered. Follow-up to determine if intervention has been done and if the issue has been resolved was attempted, but no further information has been provided. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).